Event description:
Information received indicates that pump fails volumetric accuracy test.

Manufacturer narrative:
Investigation found that pump failed volumetric accuracy tests and pump's preventative maintenance date was past on (B)(4), 2012. Pump was calibrated to resolve the issue.